Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issues with two infusion sets. The infusion sets fell off during use within the past 3 months. The events occurred within the past 3 months. The area of insertion was cleaned and air-dried, and it was free of hair and irritation prior to insertion. The patient replaced the infusion sets and successfully resumed insulin. The patient reported a past high bg event with a suspected cause unknown. The highest bg level reported was 200 mg/dl. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-05566 - device 1 of 2.